Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted electrosurgical cautery marks in the device casing and a hole in the negative defibrillatory seal plug. The device interrogation revealed that the device battery status was elective replacement indicator, with a battery voltage of 2.26 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion and returned for analysis. Initial laboratory testing performed by our post market quality assurance laboratory found that the device did not meet the labeled longevity calculation and the device is included in the shortened replacement window advisory. No adverse patient effects were reported.